Event description:
It was reported that lens orientation changed (vaulted) 4 months post lens implant. The patient noticed a decrease in vision. The patient's current prognosis and treatment were reported as "yag laser". Most current visual acuity was reported as 20/20, +1.00 -2.00 x 98. This event pertains to the patient's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.